Event description:
Pt seen for 36-month f/u, asymptomatic. Urine culture = klebsiella 100,000 and e coli 100,000. Urinalysis within normal limits. Md elected to treat based on labs. Treated with cipro 250 mg bid x 7 days.